Event description:
Customer reported that a patient identified a leak in two parenteral nutrition bags at their home prior to use . The customer further reported "patient reported they noticed that 2 bags were leaking; however could not identify the location of the leaks. Patient had already disposed of the bags and could not retrieve them for a photo." The customer was unable to obtain information from the patient regarding if any skin contact with the spilled solution had occurred nor if any damage was observed to the product packaging. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.